Manufacturer narrative:
Evaluation results: one medfusion 3500 was returned for investigation in used condition. The original tamper seal was missing. The investigator noted a third party (counterfeit) seal on the bottom case, and on the plunger head. An occlusion test was performed by the investigator. The customer reported product problem was not replicated during testing. As a preventative measure. The investigator replaced the following components: - counterfeit top case. - bottom case. - barrel guide. - left plunger case and plunger case seal. - worm coupling, worm gear, and motor mount. - lead screw. - right and left clutch halves. - barrel tapered spring. The device was then cleaned, greased and calibrated. The investigator also installed a cable guard. The device was subsequently powered on and the occlusion test was repeated. The pump passed all the functional tests. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump exhibited a system failure. The pump alarmed and made a knocking noise while running at a high infusion rate. There was no patient involvement.